Manufacturer narrative:
Verified the display was missing segments in the pulse rate. The failure was isolated to the universal interface (ui) printed circuit board (pcb). (B)(4).

Event description:
Covidien received information the this n65 pulse oximeter display is missing segments in the pulse rate. The failure happened when the device was not being used on a patient.